Event description:
According to the reporter, during the open gastrectomy, as the surgeon activated the energy, the end tone was heard but verified that there was no smoke or steam and there was no re-grasp alert. After the deployment of the blade, a small bleeding was noticed.this occurred a few times before requested to change to another device of the same lot. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the bottom jaw side overmold was partially melted. The reported condition was confirmed. The device continuously generated a regrasp alarm and a seal cycle could not be completed. Further inspection also found eschar buildup in the jaw knife track. The eschar buildup prevented the device knife blade from advancing forward. The investigation identified the root cause of the reported event to be user error. The damage to the jaw overmold plastic is consistent with grasping a metal object during activation. The instructions for use(IFU) states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. The IFU also states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, as the surgeon activated the energy, the end tone was heard, but verified that there was no smoke or steam. A small bleeding was noticed. There was no patient injury.